Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis. Reportedly, customer was not delivering food boluses. Subsequently, the customer was hospitalized. Bg was addressed via intravenous fluids and an unspecified insulin treatment. Reportedly, the customer was released 4 days later. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.